Event description:
It was reported that a patient underwent an unknown orthopedic procedure on (B)(6) 2024 and barbed suture was used. During an unknown orthopedic procedure that while suturing the subcuticular layer of tissue two sutures broke around the middle of the suture. Another like suture was used to continue with the procedure. There were no adverse consequences for the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(6). Date sent to the FDA: 12/5/2024. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One needle suture in two sections was received for analysis. The product code sxpp2b412 is double-armed. During visual inspection of the sample, the swage and attachment area were noted as expected in the needles. However, marks by use were observed on the body needles. The ends of the suture pieces were split probably by a surgical instrument. Also, the ends match with each other. The product code sxpp2b412 contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.